Event description:
Complainant alleged that during incoming inspection of the product the device displayed "pacer fault 116," "pacer disabled" and "defib fault 72" error messages. Complainant indicated that there was no pt involvement in the reported malfunction.